Event description:
It was reported that this right ventricular (rv) lead was surgically explanted due to dislodgement. This rv lead was replaced with the same model. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was surgically explanted due to dislodgement. This rv lead was replaced with the same model. No additional adverse patient effects were reported. Additional information was received indicating that lead dislodgement was confirmed through fluoroscopy and that the device did not exhibit any other anomalies related to the dislodgement.

Event description:
It was reported that this right ventricular (rv) lead was surgically explanted due to dislodgement. This rv lead was replaced with the same model. No additional adverse patient effects were reported. Additional information was received indicating that lead dislodgement was confirmed through fluoroscopy and that the device did not exhibit any other anomalies related to the dislodgement.

Manufacturer narrative:
The returned lead was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual inspection of the lead was performed. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. No lead issues were noted that would have made dislodgement more likely than what is described in the instructions for use as a known inherent risk of the use of this product.